Event description:
The tibial insert did not snap onto the baseplate. An alternate insert available was implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The results of the manufacturer's evaluation suggest that the cause of this event could not be determined due to the lack of information provided.